Event description:
A home patient contacted baxter's technical service center regarding the notation of a "tear in (the) drain line" of the homechoice set "where (the) sample port v's off." No patient injury was indicated at the time of the initial report.